Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "while infusing, it shut down" was not reproduced. An event history log review was performed, and it was noted that the device did not shut down while infusing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump shut down while infusing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.